Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("heavy bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pelvic pain, genital bleeding, xanthelasma of eyelid, insomnia, suicide attempt, bipolar disorder, smoker, insomnia, uterine dilation and curettage, uterine bleeding and obsessive-compulsive disorder. Concurrent conditions included obesity. Concomitant products included lamotrigine since (B)(6) 2011. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced allergy to metals ("nickel allergy"), alopecia ("hair loss"), the first episode of dyspareunia ("dyspareunia (painful sexual intercourse)") and nausea ("nausea"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"), pelvic pain ("pain/ pelvi pain"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). In (B)(6) 2013, the patient experienced fatigue ("symptoms of fatigue"), migraine ("severe migraines"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash papular ("red bumps"), rash pruritic ("itchy skin rash"), bladder disorder ("bladder or problems or changes"), urinary tract disorder ("urinary problems or changes") and headache ("headaches"). In 2014, the patient experienced vision blurred ("vision/eye problems type: blurry"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), back pain ("severe back pain/ pain in back/ whole body pain"), depression ("symptoms of depression"), weight fluctuation ("weight fluctuations"), the second episode of dyspareunia ("pain during intercourse"), anxiety ("anxiety"), mood swings ("mood swings"), pain in extremity ("arm pain"), arthralgia ("ankle pain"), feeling abnormal ("hormonal changes: feels like you are dying") and pain ("whole body pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage and pelvic pain had resolved and the uterine haemorrhage, dysmenorrhoea, abdominal pain, back pain, fatigue, depression, weight fluctuation, the last episode of dyspareunia, migraine, menorrhagia, vaginal haemorrhage, female sexual dysfunction, allergy to metals, anxiety, mood swings, rash papular, rash pruritic, bladder disorder, urinary tract disorder, headache, vaginal discharge, weight increased, alopecia, nausea, vision blurred, pain in extremity, arthralgia and feeling abnormal outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, depression, dysmenorrhoea, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pain, pain in extremity, pelvic pain, rash papular, rash pruritic, urinary tract disorder, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vision blurred, weight fluctuation, weight increased, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: per mr: insertion procedure: bilateral essure micro-insert placed successfully into the ostium. Findings: 3 coils protruding into uterine cavity on right side 1 coils protruding into uterine cavity on left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Current weight (B)(6). Concerning the injuries reported in this case, the following were described: abnormal uterine bleeding and confirmed: abdominal pain, back pain and nausea, cramping, depression, mood swings, anxiety in patient¿s medical records. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporters added and updated patient demographics. Historical condition, concomitant disease, concomitant drug were added. Suspect drug indication. Added events hormonal changes: feels like you are dying, abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: anxiety, mood swings, rashes or skin conditions type: red bumps/itch, bladder or urinary problems or changes, headaches, nausea, nickel allergy, dyspareunia (painful sexual intercourse), vaginal discharge, pain, vision/eye problems type: blurry, weight gain, hair loss, whole body pain, abnormal uterine bleeding. On (B)(6) 2017, she explanted essure. Updated events and onset date. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvi pain') and genital haemorrhage ('heavy bleeding') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain, genital bleeding, xanthelasma of eyelid, insomnia, suicide attempt, bipolar disorder, smoker, insomnia, uterine dilation and curettage, uterine bleeding and obsessive-compulsive disorder. Current weight 200 lbs. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included obesity. Concomitant products included aceclofenac (zynac) in 2013, fluoxetine hydrochloride (prozac) in 2013, lamotrigine since (B)(6) 2011 and oxycodone. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced alopecia ("hair loss") and nausea ("nausea"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"), allergy to metals ("nickel allergy/hypersensitivity") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/heavy bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse)"), rash papular ("red bumps"), rash pruritic ("itchy skin rash"), headache ("headaches"), migraine ("severe migraines"), bladder disorder ("bladder or problems or changes"), urinary tract disorder ("urinary problems or changes"), fatigue ("symptoms of fatigue") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2014, the patient experienced vision blurred ("vision/eye problems type: blurry"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding"), abdominal pain ("severe abdominal pain"), back pain ("severe back pain/ pain in back"), pain ("whole body pain"), arthralgia ("ankle pain"), pain in extremity ("arm pain"), depression ("symptoms of depression"), weight fluctuation ("weight fluctuations"), mood swings ("mood swings") and anxiety ("feels like you are dying/ anxiety"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, uterine haemorrhage, vaginal haemorrhage, menorrhagia and dyspareunia had resolved and the dysmenorrhoea, abdominal pain, back pain, allergy to metals, rash papular, rash pruritic, vaginal discharge, pain, headache, migraine, bladder disorder, urinary tract disorder, alopecia, fatigue, vision blurred, nausea, arthralgia, pain in extremity, depression, weight fluctuation, weight increased, female sexual dysfunction, mood swings and anxiety outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pain, pain in extremity, pelvic pain, rash papular, rash pruritic, urinary tract disorder, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vision blurred, weight fluctuation and weight increased to be related to essure. The reporter commented: per mr: insertion procedure: bilateral essure micro-insert placed successfully into the ostium. Findings: 3 coils protruding into uterine cavity on right side 1 coils protruding into uterine cavity on left side. Discrepancy: date of removal previously reported as (B)(6) 2017 now it is reported (B)(6)2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: fallopian tubes were blocked/ total bilateral occlusion. Concerning the injuries reported in this case, the following were described: abnormal uterine bleeding and confirmed: abdominal pain, back pain and nausea, cramping, depression, mood swings, anxiety in patient¿s medical records. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: pfs received. Reporter's information added. Event:pain during intercourse outcome was updated. Event verbatim updated: hypersensitivity. Pelvic pain reported as indication for medication testing and essure removal. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain, genital bleeding, xanthelasma of eyelid, insomnia, suicide attempt, bipolar disorder, smoker, insomnia, uterine dilation and curettage, uterine bleeding and obsessive-compulsive disorder. Current weight 200 lbs. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included obesity. Concomitant products included lamotrigine since (B)(6) 2011 and oxycodone. In 2013, the patient experienced alopecia ("hair loss") and nausea ("nausea"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), pelvic pain ("pain/ pelvi pain") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced fatigue ("symptoms of fatigue"), migraine ("severe migraines"), menorrhagia ("abnormal bleeding (menorrhagia)/heavy bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash papular ("red bumps"), rash pruritic ("itchy skin rash"), bladder disorder ("bladder or problems or changes"), urinary tract disorder ("urinary problems or changes"), headache ("headaches") and the first episode of dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced vision blurred ("vision/eye problems type: blurry"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding"), abdominal pain ("severe abdominal pain"), back pain ("severe back pain/ pain in back/ whole body pain"), depression ("symptoms of depression"), weight fluctuation ("weight fluctuations"), the second episode of dyspareunia ("pain during intercourse"), anxiety ("anxiety"), mood swings ("mood swings"), pain in extremity ("arm pain"), arthralgia ("ankle pain"), impending doom ("hormonal changes: feels like you are dying") and pain ("whole body pain"). The patient was treated with hysterectomy with bilateral salpingectomy on (B)(6) 2017. Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, menorrhagia and pelvic pain had resolved and the uterine haemorrhage, dysmenorrhoea, abdominal pain, back pain, fatigue, depression, weight fluctuation, the last episode of dyspareunia, migraine, vaginal haemorrhage, female sexual dysfunction, allergy to metals, anxiety, mood swings, rash papular, rash pruritic, bladder disorder, urinary tract disorder, headache, vaginal discharge, weight increased, alopecia, nausea, vision blurred, pain in extremity, arthralgia and impending doom outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, depression, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pain, pain in extremity, pelvic pain, rash papular, rash pruritic, urinary tract disorder, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vision blurred, weight fluctuation, weight increased, the first episode of dyspareunia, impending doom and the second episode of dyspareunia to be related to essure. The reporter commented: per mr: insertion procedure: bilateral essure micro-insert placed successfully into the ostium. Findings: 3 coils protruding into uterine cavity on right side 1 coils protruding into uterine cavity on left side. Discrepancy: date of removal previously reported as (B)(6) 2017 now it is reported (B)(6) 2017 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Concerning the injuries reported in this case, the following were described: abnormal uterine bleeding and confirmed: abdominal pain, back pain and nausea, cramping, depression, mood swings, anxiety in patient¿s medical records. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 6-feb-2020: pfs received. Updated outcome of events menorrhagia, dyspareunia from unknown to recovered / resolved. Event onset date, patient weight was updated. Reporter causality comment ,historical drug, concomitant drug, reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain, genital bleeding, xanthelasma of eyelid, insomnia, suicide attempt, bipolar disorder, smoker, insomnia, uterine dilation and curettage, uterine bleeding and obsessive-compulsive disorder. Current weight 200 lbs. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included obesity. Concomitant products included lamotrigine since (B)(6) 2011 and oxycodone. In 2013, the patient experienced alopecia ("hair loss") and nausea ("nausea"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), pelvic pain ("pain/ pelvi pain") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced fatigue ("symptoms of fatigue"), migraine ("severe migraines"), menorrhagia ("abnormal bleeding (menorrhagia)/heavy bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash papular ("red bumps"), rash pruritic ("itchy skin rash"), bladder disorder ("bladder or problems or changes"), urinary tract disorder ("urinary problems or changes"), headache ("headaches") and the first episode of dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced vision blurred ("vision/eye problems type: blurry"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding"), abdominal pain ("severe abdominal pain"), back pain ("severe back pain/ pain in back/ whole body pain"), depression ("symptoms of depression"), weight fluctuation ("weight fluctuations"), the second episode of dyspareunia ("pain during intercourse"), anxiety ("anxiety"), mood swings ("mood swings"), pain in extremity ("arm pain"), arthralgia ("ankle pain"), impending doom ("hormonal changes: feels like you are dying") and pain ("whole body pain"). The patient was treated with hysterectomy with bilateral salpingectomy on (B)(6) 2017. Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, menorrhagia and pelvic pain had resolved and the uterine haemorrhage, dysmenorrhoea, abdominal pain, back pain, fatigue, depression, weight fluctuation, the last episode of dyspareunia, migraine, vaginal haemorrhage, female sexual dysfunction, allergy to metals, anxiety, mood swings, rash papular, rash pruritic, bladder disorder, urinary tract disorder, headache, vaginal discharge, weight increased, alopecia, nausea, vision blurred, pain in extremity, arthralgia and impending doom outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, depression, dysmenorrhoea, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pain, pain in extremity, pelvic pain, rash papular, rash pruritic, urinary tract disorder, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vision blurred, weight fluctuation, weight increased, the first episode of dyspareunia, impending doom and the second episode of dyspareunia to be related to essure. The reporter commented: per mr: insertion procedure: bilateral essure micro-insert placed successfully into the ostium. Findings: 3 coils protruding into uterine cavity on right side 1 coils protruding into uterine cavity on left side. Discrepancy: date of removal previously reported as (B)(6) 2017 now it is reported(B)(6) 2017 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.3 kg/sqm. Concerning the injuries reported in this case, the following were described: abnormal uterine bleeding and confirmed: abdominal pain, back pain and nausea, cramping, depression, mood swings, anxiety in patient¿s medical records. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.